Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and event. The patient was a 76-year-old male patient (weighing 93 kg). Extended hospitalization of 3 days was required, the drain was removed next day and a control echocardiography was done the day after. Transseptal puncture was done with a st. Jude medical brk needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 17 ml/min for power <30 watts, and 30 ml for power >30 watts. The force visualization features included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm 3 sec. Additional filters were force overtime 25% 3g. Ablation index was used as coloring option. No bwi product malfunctions nor error messages were reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. Device evaluation details: on 1/12/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter pass specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. At an unspecified phase of the procedure, cardiac tamponade was confirmed. Adjuvant drug therapy was administered by anesthesia. Patient¿s blood pressure was monitored during procedure. Pericardiocentesis was performed at the end of the procedure to drain the fluid (unknown amount) form the pericardial space. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event was not provided. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.